Event description:
The device was used during a laparoscopic cholecystectomy. The device was not holding clips in jaws and was causing clips to scissor when fired. Another er320 was opened to complete the procedure without difficulty. There was no consequence to the pt. 9/20/96 the clips fell into the pt and were retrieved by the surgeon.

Manufacturer narrative:
H6; code 400: yielded jaws. Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. Comments: if the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve products.